Event description:
It was reported that when the user unlocked the ilet, the device displayed the rewind prompt and then returned to the blood glucose display, which the agent assessed as likely due to inadvertent navigation to the rewind menu prior to sleep; blood glucose at the time of the call was 192 mg/dl after breakfast, and therapy was not impacted. Symptoms included no adverse clinical effects. Outcomes included no change in therapy, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education by customer care. Investigation of this case revealed no device malfunction and suggested user interaction with the menu as the likely contributor, with no identified component failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.